Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and resumed insulin delivery. System check was performed by tandem technical support (cts) and no issues were identified. Reportedly, the customer is reusing insulin. Cts informed the customer that reusing insulin is off label per the tandem user guide. The customer's blood glucose was 174mg/dl.